Event description:
(B)(4).

Manufacturer narrative:
The tech found the side rail is missing parts and the account confirmed the damage occurred from pt abuse. The tech replaced the side rail end cap, washer and screw, side rail release label, top side rail assembly, lower pivot block, side rail tube and end tube, ratchet rivet, latch, roller guide and upper pivot to resolve the issue.